Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) audibly beeping was not confirmed. The mpu (serial number: (B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The reported information indicated that the mpu was replaced. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the patient handbook (rev. A) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿, instructs users on how to identify and respond to alarms that sound from their mpu. The heartmate 3 patient handbook section entitled, ¿emergency contact list¿, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) kept beeping. Troubleshooting was attempted and a replacement mpu was said to be needed. The mpu was intended to be returned for evaluation.